Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality was found in the production process; all the test results were within the requirements of the product specifications. The returned photos showed the leakage site was at the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause. After the investigation, we found that leakage was caused by the septum (component of product) abnormality. Relevant improvement measures have been taken: clearly defined the placement time of the septum after production to ensure it undergoes sufficient cross-linking reaction. The factory will continuously track and analyze such complaints.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked after the patient was successfully injected with an intravenous indwelling needle, the dropper was opened and the liquid flowed out after the needle hole (the hole in the milk duct from which the steel needle exited).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.